Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump had normal operating currents and no unexpected off no power, low battery, battery out limit alarm, or failed battery test alarms were noted. The insulin pump passed the reset test and self test with no error alarms. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump powered off completely. When the insulin pump came back up, the insulin pump alarmed unexpected restart. The customer was calling back after he received a new battery cap. The customer continued to have the same issue. Customer's blood glucose level was 357 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.